Event description:
It was reported that multiple mode switch episodes were observed via merlin transmission. Evaluation of the egms revealed oversensing of the hv lead impedance measurement. Patient will continue to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.